Event description:
Pt has developed symptoms of fibromyalgia, cardiovascular disease and irritable bowel syndrome. Pt has decided to have bilateral breast implants removed to see if their general overall health will improve.